Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Caller began troubleshooting before calling, loaded a new cartridge and infusion set, and resumed insulin delivery.